Manufacturer narrative:
The customer's report was verified and attributed to having the incorrect application software loaded. Failures of this type are a result of the device's software being upgraded in the field. The software was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72," "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.